Event description:
As reported by the open study, the patient had two (2 each) unknown flexstents implanted during the study index procedure. The stents were implanted in the mid to distal right superficial femoral artery (rsfa) target lesion. During the six and twelve month x-ray, a proximal multiple stent strut fracture of the mid/distal flexstent (stent #2) was identified. The fracture was a grade two (2). There was no stent fracture noted in the other stent (stent #1). There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
As reported by the open study, that one of the two flexstents implanted was noted to be fractured at the six and twelve month follow ups. No treatment was conducted. Initially, the patient had two (2 each) unknown flexstents implanted during the study index procedure. The stents were implanted in the mid to distal right superficial femoral artery (rsfa) target lesion. During the six and twelve month x-ray, a proximal multiple stent strut fracture of the mid/distal flexstent (stent #1) was identified. It is not determinable through x-ray analysis if a stent fracture is considered flow-limiting. The fracture was a grade two (2). There was no stent fracture noted in the other stent (stent #2). There was no reported patient injury. Baseline target lesion characteristics indicated: 179.21 in length, 81% stenosis, mld-0.64, rvc-3.35, run-off not done, severely calcified, and tasc-c. Post pre-dilation lesion characteristics were no specified. Post study device lesion characteristics: 181.45 in length, 13% stenosis, mld-3.83, rvd-4.41, run-off was 2, device overlap 1.1, and no complications noted. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Possible factors contributing to stent fractures are long lesions in vessel segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. Longer stents often straighten out the vessel and may be subjected to more force and bending movements because of this straightening action. Without the review of the procedural films it is not possible to draw a conclusion regarding the stent fracture. Vessel characteristics (very long stented segment and severely calcified lesion) may have contributed to the stent fracture reported. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information received indicated that: the target lesion was the mid sfa. Baseline target lesion characteristics indicated: 179.21 in length, 81% stenosis, mld-0.64, rvc-3.35, run-off not done, severely calcified, and tasc-c. Post pre-dilation lesion characteristics: na. Post study device lesion characteristics: 181.45 in length, 13% stenosis, mld-3.83, rvd-4.41, run-off was 2, device overlap 1.1, and no complications noted. It is not known if the stent fracture was flow-limiting. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.